Manufacturer narrative:
One device was returned for repair. Visual evaluation found damaged downstream occlusion (dso) nub and worn upstream occlusion (uso) seal. This device has not been serviced within the review period. Reported complaint that device failed accuracy test 8.25% was confirmed by accuracy test. The cause was due to expulsor. The expulsor was replaced to correct the reported issue. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: phone extension (B)(6); initial reporter zip code - no information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test, 8.25%. There was no patient involvement.